Event description:
Procedure type: unknown. According to the reporter: the jaw of the instrument broke during procedure. No injury. Nothing fell into the patient's cavity. The operative time was not extended, nor was the incision increased.

Manufacturer narrative:
(B)(4).